Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). This occurred during dwell cycle three of peritoneal dialysis therapy. The patient was connected at the time of the alarm. The technical service representative assisted the patient in clearing the alarm by cycling power. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that a supply bag had become disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.